Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.7, h.6 date of diagnosis for alcl was indicated (B)(6) 2020.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported a right side seroma. Additionally reported was that the patient was diagnosed with alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is right. Device remains implanted.